Event description:
It was reported that prior to lap lnguinal hernia procedure, the device was dry fired prior to entry into the patient and it would not open once the trigger was engaged. It was not noted how the case was completed. No patient consequence reported.

Manufacturer narrative:
Serial #=na